Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) different pt samples that were generated by the access 2 instrument. Pt a: the initial accu tnl result was 0.94 ng/ml. The customer re-tested the original sample for accu tnl and the result was 0.01 ng/ml. The original sample was tested for accu tnl on a different instrument in the customer's lab and the result of 0.01 ng/ml was reported out of the lab. Pt b: the initial accu tnl result, from a plasma sample, was 0.60 ng/ml. The original sample was re-tested for accu tnl twice and the results of 0.22 ng/ml and 0.39 ng/ml were obtained. The customer indicated that a serum sample was tested for accu tnl on the different instrument in their lab and the result of 0.02 ng/ml was obtained and reported out of the lab. The customer did not received any report of pt injury, requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc is ran every 24 hrs and was within customer's specifications prior to and after the event. System check conducted on 08/07/06, after the event, passed within specifications. The specimens were collected in lithium heparin with gel separators tubes and centrifuged at 3,200 rpm for 5 minutes. Specimens were sampled from primary tubes. Customer has reflex testing set-up for all accu tnl results >0.4ng/ml. No other results or assays were in question at the time of this event. A field service engineer (fse) was not dispatched to the customer's lab as the instrument was verified just recently on 07/21/06. At this time, the fse addressed sample handling procedures with the customer. Pt treatment was not affected in this event as the erroneous accu tnl results were not reported out of the lab. Although pre-analytical factors were discussed with customer, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.